Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit was programmed 2.0 units fix prime with water reservoir. The water did exit the infusion set. Unit was programmed with multiple boluses and basal rates and monitored for 3 days. All the boluses and basals were delivered and recorded properly in bolus history/basal review screen. The daily totals feature functioned properly. No delivery anomaly noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump does not prime correctly. The customer's blood glucose reading was in the 200's at the time of incident. Troubleshooting found that the customer went to the emergency room for dehydration and was released the same day. Customer declined troubleshooting and would only like a new replacement pump. No further details given.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.